Event description:
(B)(4). I have severe sharp pains in my abdomen on a regular basis. My lower back has hurt for the last 2 months to the point that I feel like my back is going to give out on me. I have heavy and unpredictable periods. I have no sex drive. I have horrible inflammation.